Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call reservoir occlusion. Customer's blood glucose level was 7.7 mg/dl. Customer's mother advised they received insulin flow blocked alarm on 5 different sets until finally the 6th one worked. Customer advised changing the set resolved all issues. Customer was unable to troubleshoot at the time of the call. Customer advised they would like to return the product for analysis.